Manufacturer narrative:
Investigation summary: no samples (including photos) were returned as of 23 december 2019 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint. As no samples and/or photo(s) were received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31ga 6mm wholeunit 10bag has been found experiencing seven occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that clear liquid came out of syringe when plunger was pushed down. Verbatim: consumer reported; pushing on the plunger and seeing clear liquid come out stated, she did not use them, she's seeing this clear liquid before injection stated, she put it up to her nose to smell the liquid but didn't smell anything. 7 syringes affected. Lot: 8337695. Item: 324909. Expiration date 2023-12-31.

Manufacturer narrative:
H.6 investigation summary: customer returned (13) lose 3/10cc, 6mm syringes. Customer states that liquid came out of syringe when plunger was pushed down. All returned syringes were examined and no fluid or any other foreign matter was observed in or on the samples. However, a small clear droplet of material came out of the cannula when fully depressing the plunger rod of 6 out of 13 samples. A small portion of this material was removed from the sample and prepared for ftir spectral analysis. The spectral analysis shows that this material is most likely silicone.manufacturing (holdrege) will be notified of this issue. A review of the device history record was completed for batch# 8337695. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200802305] noted that did not pertain to the complaint.based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31ga 6mm wholeunit 10bag has been found experiencing seven occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that clear liquid came out of syringe when plunger was pushed down. Verbatim: consumer reported ;pushing on the plunger and seeing clear liquid come out stated, she did not use them, she's seeing this clear liquid before injection stated, she put it up to her nose to smell the liquid but didn't smell anything 7 syringes affected lot: 8337695 item: 324909 expiration date 2023-12-31.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd¿ syringe 0.3ml 31ga 6mm wholeunit 10bag has been found experiencing seven occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that clear liquid came out of syringe when plunger was pushed down. Verbatim: consumer reported; pushing on the plunger and seeing clear liquid come out. Stated, she did not use them, she's seeing this clear liquid before injection. Stated, she put it up to her nose to smell the liquid but didn't smell anything. 7 syringes affected. Lot: 8337695. Item: 324909. Expiration date 2023-12-31.